Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the atrial lead the physician was unable to get good thresholds. The physician tried to re-position the lead however, the helix would not retract until after more than 30 turns. An attempt was made to "try the lead out of patient and related an inappropriate behaviour of the helix movement' still occurred. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.